Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor passed motor test. The insulin pump passed displacement, operating currents, self test and off no power tests. No failed battery alarm and no blank display noted. The insulin pump has corroded battery tube, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump alarmed motor error and had a blank display screen. During troubleshooting, customer stated that they do not use the sensor feature and was able to rewind the insulin pump. Customer stated they did not recall any significant events that led to the alarm or if the device was exposed to moisture. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).